Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a 50-year-old female patient who had essure (ess205) (batch no. 0883205500 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required), 13 years after insertion of essure (ess205). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), muscle disorder ("acidification in muscles"), fatigue ("extreme fatigue"), inflammation ("inflammations"), premature menopause ("extremely rapid transition into menopause") and memory impairment ("forgetfulness"). The patient was treated with amitriptyline, diclofenac and surgery (essure removal (hysteroscopy, laparoscopy and tubectomy bilateral)). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered fatigue, fibromyalgia, inflammation, medical device removal, memory impairment, muscle disorder and premature menopause to be related to essure (ess205). The reporter commented: that the essure was removed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jan-2022: questionnaire - essure device removal received. New informations added: new hcp, patient´s weight and height, medical history (appendectomy) and essure removal method. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (device removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-aug-2021: quality safety evaluation of ptc. Essure model was amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in an adult female patient who had essure (ess205) (batch no. 0883205500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced fibromyalgia ("fibromyalgia"), muscle disorder ("acidification in muscles"), fatigue ("extreme fatigue"), inflammation ("inflammations"), premature menopause ("extremely rapid transition into menopause") and memory impairment ("forgetfulness"). The patient was treated with amitriptyline, diclofenac and surgery (device removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered fatigue, fibromyalgia, inflammation, medical device removal, memory impairment, muscle disorder and premature menopause to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-dec-2021: new information added: essure lot number, patient´s date of birth, essure indication and approximate date of essure removal, treatment drugs. New adverse events added: acidification in muscles, extreme fatigue, forgetfulness, inflammations, extremely rapid transition into menopause, fibromyalgia was diagnosed. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a 50-year-old female patient who had essure (ess205) (batch no. 0883205500 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required), 13 years after insertion of essure (ess205). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), muscle disorder ("acidification in muscles"), fatigue ("extreme fatigue"), inflammation ("inflammations"), premature menopause ("extremely rapid transition into menopause") and memory impairment ("forgetfulness"). The patient was treated with amitriptyline, diclofenac and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered fatigue, fibromyalgia, inflammation, medical device removal, memory impairment, muscle disorder and premature menopause to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 24-dec-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.